Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a brush stuck inside the channel causing restriction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a brush stuck inside the channel. There was no patient involvement.